Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, a patient with a 29mm sapien 3 aortic valve implanted for 1 year and 11 months underwent a valve-in-valve procedure due to early degeneration. A 29mm sapien 3 ultra resilia valve was implanted successfully with no paravalvular leak.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, a patient with a 29mm sapien 3 valve implanted for 1 year and 11 months underwent a valve-in-valve procedure due to stenosis. A 29mm sapien 3 ultra resilia valve was implanted successfully.

Manufacturer narrative:
The device was not returned for evaluation as it remains implanted. The complaint for valve degeneration was confirmed based on medical records provided for evaluation. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of instructions for use/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. It was noted that patient had medical history of hyperlipidemia. Hyperlipidemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies, which can result in valve degeneration. As such, available information suggests that patient factors (hyperlipidemia) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.